Event description:
It was reported that during the implant procedure this right atrial (ra) lead exhibited low amplitude, undersensing, and high out-of-range pacing impedances, measuring greater than 2000 ohms. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.